Event description:
It has been reported that one venflon pro safety 18ga 1.3mm od 32mm l has been found experiencing leakage during use. The following has been provided by the initial reporter: during use at the ER yesterday, they saw a rather big leak from the port on the catheter. They say that fluid really flushed out of the green "valve". None of the users involved had ever seen this happen before, so they assumed it was something wrong with the "valve" - we assume they refer to the port. They can not see any visible faults, and can not determine by sight if other products from same batch has any faults either. They assume nothing can be seen before you actually use the products (if batch related).

Manufacturer narrative:
H.6. Investigation summary: one used cannula hub (one cannula hub attached with white cap) were returned for investigation. As the sample was contaminated, the sample was decontaminated before investigation. The used sample was subjected to visual inspection, valve moved was observed. Able to confirm the customer experience based on returned used sample. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: the leakage was due to injection valve move within the cannula hub. CAPA#1298780 has been initiated to address this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one venflon pro safety 18ga 1.3mm od 32mm l has been found experiencing leakage during use. The following has been provided by the initial reporter: during use at the ER yesterday, they saw a rather big leak from the port on the catheter. They say that fluid really flushed out of the green "valve". None of the users involved had ever seen this happen before, so they assumed it was something wrong with the "valve." We assume they refer to the port. They can not see any visible faults, and can not determine by sight if other products from same batch has any faults either. They assume nothing can be seen before you actually use the products (if batch related).